Manufacturer narrative:
The returned device analysis could not confirm the reported difficult to open or close (gripper actuation) as both grippers were able to lower and raise without issue. The reported gripper lever actuation was not confirmed as no unusual resistance was noted while advancing the gripper lever. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which could have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported difficult to open or close (gripper actuation - single) could not be determined. A cause for the reported difficult to open or close (gripper lever) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The ntw clip delivery system (cds) was advanced and placed on the mitral valve. During grasping, it was noted the gripper with the dimple did not lower and the gripper lever was noted to be ¿notchy¿. Troubleshooting was performed however the gripper arm would still not lower therefore the cds was removed. Another ntw clip was able to be implanted without issue. A third ntw cds was advanced medially of the implanted clip however during simultaneous grasping, it was not possible to lower both gripper arms. Troubleshooting was performed successfully and the leaflets were able to be grasped. During deployment, while establishing final arm angle (efaa) the second time, the clip opened to approximately 30-40 degrees. The physician decided to place another ntw clip to stabilize the opened clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.